Event description:
It was reported that when the programmer head was placed over the device at follow-up, the patient felt 3 "thumps" around the device. The interrogation showed a power on reset message. The save to disk indicated a memory error which was self-restored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.